Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end (c body) is missing single component, paste like, thixotropic adhesive (ke45) at forceps cover and light guide lens has a pinhole on the cement traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for separate issues. During the device analysis, the service center indicates that distal end (c body) is missing single component, paste like, thixotropic adhesive (ke45) at forceps cover and light guide lens has a pinhole on the cement was found. There was no patient involvement.